Event description:
This is a spontaneous report by a nurse from (B)(6) of bacterial peritonitis coincident with extraneal therapy. On (B)(6) 2011, patient began treatment with extraneal viaflex (2lbag 2 times a day) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). At the time of the event, the patient was using extraneal. Pd therapy continued unchanged. On (B)(6) 2012, patient experienced bacterial peritonitis manifested by cloudy effluent and abdominal pain and went to hospital. On (B)(6) 2012, patient started remedial treatment with ceftazidime ip 125mg/l twice per day, cefazolin 125mg/l twice per day and gentamicin 30mg/day (routes not reported). On (B)(6) 2012, cefazolin was stopped. Ceftazidime and vancomycin were ongoing. The patient was not admitted to the hospital. The cause of the peritonitis was not reported. On (B)(6) 2012, a nurse visited the patient for evaluation and re-training. The nurse detected the use of knifes by the patient to open treatment cartons. Patient was informed that he cannot use sharp objects for handling pd materials. The patient was recovering from the event of bacterial peritonitis with culture positive for klebsiella oxytoca (limpid effluent and no abdominal pain). The event of bacterial peritonitis with culture positive for klebsiella oxytoca was considered not related to pd therapy. The sample is not available for collection.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). This report of peritonitis was not confirmed. The assignable cause was undetermined.